Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(6). Device was returned due to the (B)(4) homechoice / homechoice pro iipv field communication and software upgrade. The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement: 0.110 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The device was evaluated in the product analysis lab (pal). Measured main ground bus resistance from door post to power entry module (pem) rear ground prong, total ground bus resistance was 0.033 ohm. Measured door frame to door post resistance, 0.028 ohm. Measured door frame to pem rear ground prong resistance, 0.001 ohm. Tightened the door post screw, corrected door frame to door post resistance, 0.005 ohm. The assignable cause of the ground bond failure was loose connection at the door frame to door post interface. The product did not meet specification due to: ground bond failure. Sent to service. Scrap the door post.